Manufacturer narrative:
(B)(4).

Event description:
It was reported when the patient came to the hospital for a check up, far field p-wave oversensing was observed on the ventricular channel. Programming changes were recommended. No further information is available.